Event description:
A lab comparison was preformed on a patient who came in unresponsive. The device result was 143mg/dl and the lab was 27mg/dl. The patient was admitted into the hospital. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.